Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image/ b216 error code) was not confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is possible the image was not displayed due to failure of the image sensor unit, a board inside the video connector, or a malfunction on the system side. However, a definitive root cause could not be determined. In addition, service found the video connector was cracked, and the control section angle fixing part was loose. Scratches were observed on the control section, the grip, the up/down plate, the universal cord, the video connector, the light guide connector, the light guide cover glass surface, and the video connector case, due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was not displaying an image and it could not be restored. A b216 error message was reportedly displayed. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.